Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v587361, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v568830, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was told a few days before implant to stop taking his parkinson&#38112;medications. The day before implant he lost his ability to walk and never regained that ability after implant. His balance had him in a wheelchair and scooter. He was in rehab for seven days after implant to try and get leg function back, but never did. The patient also had issues with speech since implant, but his shaking was completely gone. He also had double vision that was worse after reprogramming sessions. He fell a lot if he tried to walk and missed the chair when transferring from his chair to his scooter. He fell at least once a day and his knees were severely torn up from this. The reporter stated that it was hard to tell how much of this was disease progression and how much of it was because of the implant surgery.

Event description:
It was reported that the patient¿s tremors were controlled and his horrible head jerking stopped, but he had no balance and was unable to stand alone. Following surgery he had complications of multiple blood clots in both lungs and legs. He could not pee, so he had to wear a catheter for nine months until he got an urologist to do prostate surgery. The patient¿s wife had to hold onto him when he transferred from his power chair to the toilet, bed, or shower and also when he used a walker. The reporter also wanted to know if the ¿shocking of the implant¿ could cause a sudden spin to the left and fall. At other times he also described his eyes crossing.